Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the self-test indicated no communication with the main cart uninterruptible power supply (ups). Troubleshooting included performing a hard reboot by disconnecting the system for 10 seconds, but this did not resolve the issue. The application immediately displayed a battery service error. The issue was resolved by opening the system and reseating the ethernet cables from the main cart ups to the router. There was no patient involvement reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735787, serial/lot #: -, ubd:unknown, UDI#: unknown h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A0708 applies to self-test indicated no communication with the main cart uninterruptible power supply (ups. A1102 applies to battery service error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.